Manufacturer narrative:
Cables and pads, not MFR by marquette electronics, were removed from the device. A complete preventative maintenance and functional check of the device was performed by service rep. Device performed all diagnostic and functions tests per MFR's specifications. Will monitor for frequency and severity. See disclaimer.

Event description:
Customer alleges device did not shock when required. Customer was using replacement defibrillator cables and pads, not manufactured by this co, on the device during the incident. Customer states the device charged properly, but displayed "connect pads". Pt was not resuscitated. Customer tested device after incident using recommended parts/accessories, and the device functioned properly. Device has not been made available to MFR for evaluation.